Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k394474 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported a variance between the laboratory quick result of 40% and inratio quick result of 80%. Timing between tests is unknown. The customer was unable to provide enough information to convert the quick results into inr results. Therapeutic range: unknown.